Event description:
The customer reported a fluid leak by pinch valve vl115 involving the coulter lh 780 hematology analyzer. The customer indicated that 2 ml of fluid leaked and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that a tube at pinch valve vl115 was leaking diluent. The fse replaced the tube to resolve the leak and repair was verified per established procedures. Failure mode is attributed to a leaking tubing at pinch valve vl115. (B)(4).